Manufacturer narrative:
No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H2) additional information: a1 and a3 updated. B5: additional information was received from the initial reporter. It was reported that the issue occurred during patient use, and there was a delay in therapy, and the pump was swapped out. There was patient involvement, but unknown signs or symptoms experienced. H6: annex e, annex f, annex a, annex g, annex b, annex c updated.

Manufacturer narrative:
D9: date returned to mfg 3/14/2024. One device was returned for evaluation. Visual inspection revealed downstream occlusion (dso) seal degradation. The event history log was reviewed and functional testing was able to replicate the reported issue. The root cause was unknown. Downstream occlusion calibration failed even after the dso sensor was replaced; therefore, the main board was also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.